Event description:
A report was received that the patient was experiencing pain in his shoulder blade and hand. The physician believes the paddle may be causing root nerve pain. The patient was given epidural steroid injections and nerve blocks for the pain.

Event description:
A report was received that the patient was experiencing pain in his shoulder blade and hand. The physician believes the paddle may be causing root nerve pain. The patient was given epidural steroid injections and nerve blocks for the pain.

Manufacturer narrative:
Additional information was received that the injections, deep tissue massage, and light exercise have helped with the patient's pain. No further action will be taken as the patient is reportedly doing well.